Event description:
On (B)(6), 2014, revision surgery was conducted to remove a pelvic fixation in a (B)(6) female patient. X-rays taken in (B)(6) 2013 showed three of the four implanted iliac crest screws had broken three months after implantation. The screws were implanted during removal of hardware at the l5-s1 in which fusion had been achieved. The four iliac screws were added to provide stability to the fused area uniting them with cobalt chrome bar and connectors. The surgeons closely watched over the clinical course of the patient, and after a year they decided to remove the implants. The proximal sections of the screws were removed without issue while the distal fragments could not be recovered. The threaded portions remain anchored within the patient, fortunately without clinical consequences, but preventing the possibility of introducing larger diameter screws in that area.

Manufacturer narrative:
An evaluation returned screws revealed no manufacturing, processing or design related irregularities. The implants were found to be properly manufactured and released according to design specifications. The evaluation concluded no product problem exists. The anchors appear to have been exposed to fatigue stresses beyond those for which it was designed or intended. Unknown clinical factors/circumstances related to either the patient or the procedure caused the screws to fail. The initial report indicated the iliac screws were added to provide stability to the fused area uniting them with cobalt chrome bar and connectors. The provided instruction for use (ins-025) state; postoperative management: the system implants are designed and intended as temporary fixation devices. The devices should be removed after complete healing has occurred. Devices, which are not removed after serving their intended purpose may bend, dislocate, or break and/or cause corrosion, localized tissue reaction, pain, infection, and/or bone loss due to stress shielding. Complete postoperative management to maintain the desired result should also follow implant removal surgery.

Manufacturer narrative:
The proximal sections of the three screws have not been returned from the international customer. Upon receipt the implants will be evaluated and a follow-up submission provided.the additional screw which fractured is of the same product family/group and is identical in manufacturing process and release specifications. The only difference is the overall thread length which is 20mm shorter. The product was 510(k) cleared 7 months later via k042673, 62085-60; ti 8.5mm polyaxial screw assy, 60mm.lot 629152 manufactured 2/1/2010.